Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that dissection requiring additional intervention occurred. The patient presented with myocardial infarction. The target lesion was located in the highly calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the balloon was taken to high pressure, vessel dissection occurred. A stent was deployed for patient safety to complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B2 outcomes attrib to adv event: corrected.

Event description:
It was reported that dissection requiring additional intervention occurred. The patient presented with myocardial infarction. The target lesion was located in the highly calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the balloon was taken to high pressure, vessel dissection occurred. A stent was deployed for patient safety to complete the procedure. There were no patient complications. It was further reported that the balloon ruptured after applying high pressure at 12 atmospheres. The original plan for the procedure was to use a drug eluting balloon rather than implant a stent.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B2 outcomes attrib to adv event: corrected.

Event description:
It was reported that dissection requiring additional intervention occurred. The patient presented with myocardial infarction. The target lesion was located in the highly calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the balloon was taken to high pressure, vessel dissection occurred. A stent was deployed for patient safety to complete the procedure. There were no patient complications.